Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer failure and missing configuration were due to faulty components and loose connections. The field service engineer (fse) replaced the half-height cubie pyxis bus module controller and drawer controller boards. Row board cable connections were reseated, and all cubie trays and pockets were reinstalled. Debris was cleaned from contact points, and the system was tested. All pockets and the drawer were successfully recovered after these actions. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.